Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the device upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Mfg site name - (B)(4) according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-02844 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2016-02845 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the stomach during a gastroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was deployed; however, there was difficulty experienced when trying to release the clip from the catheter. The clip was placed correctly and remained on site, but it was noticed that the yoke and ball weld fell off from the clip. The same issue occurred with the second resolution 360 clip device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.